Event description:
Four discordant advia centaur cp troponin ultra results were obtained on four (4) pt samples. After a physician questioned a previously released result, the customer checked the fluids on the system and found that the acid and base were reversed. The customer then repeated all results released after the fluids were replaced. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A field service engineer was not dispatched to the customer site, since the customer determined that the cause of the discordant troponin results were due to the acid and base being loaded on to the system incorrectly. The customer replaced the acid and base, primed the system, ran controls and the instrument is performing within specifications. No further eval of the device is required.